Manufacturer narrative:
Per tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer added insulin to the cartridge which resulted in overfilling and the cartridge subsequently leaked. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 67mg/dl.